Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor failed for low readings.

Event description:
It was reported that on the first day of sensor change, customer would experience blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer's blood glucose was 13 mmol/l and sensor glucose was 5.1. When customer calibrated, calibration was not accepted and customer would receive a change sensor alert. On the second day, issue would correct itself. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.